Manufacturer narrative:
(B)(4). Insulin pump had blank display due to due to corroded electronic assembly. The motor and force sensor had moisture damage. The battery tube was also corroded. Insulin pump had cracked case at the corner of the belt clip rail. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and crack at battery compartment. Troubleshooting was done for moisture expose. The customer heard the fluid on shaking insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.